Manufacturer narrative:
All buttons functioning properly however, found slight corroded keypad traces. No unexpected flashing numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm and bad battery alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a bad battery alarm and numbers were flashing on display screen. Customer was not able to clear alarm due to buttons not responding. Customer reported that display screen shut off. Troubleshooting could not be performed due to keypad anomaly. Customer's blood glucose was 133 mg/dl. Insulin pump would need to be replaced.